Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged low blood glucose after making a meal announcement while already hypoglycemic at 39 mg/dl, which contributed to extended low readings; device data were synced and reviewed, and the user received troubleshooting and education on ensuring stable glucose before meal announcements and on low-glucose management. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included no need for medical intervention, no assistance from others, and recovery with self-treatment using carbohydrates. Investigation included case review and review of uploaded device data and reports. Investigation of this case revealed user-related use error in meal announcement timing while glucose was low, with the device providing low and urgent low alerts and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to handling hypoglycemia and meal announcements.